Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative was unable to replicate the reported issue. It was reported that the cranial software was upgraded. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure, the cranial application in the navigation system would not start. Rebooting the system did not resolve the issue. There was no patient present at the time of the issue.